Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer mentioned that they wear the insulin pump in their bra. Customer's blood glucose reading at the time of the call was 101 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad trace. No frozen screen during testing noted. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.